Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and an unknown mesh was implanted. The patient underwent another procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with an anterior/posterior colporrhaphy, enterocele repair, uterosacral colpopexy, vaginal paravaginal repair, and cystourethroscopy due to recurrent cystocele, rectocele, enterocele, vaginal vault descensus, incomplete bladder emptying, and relative bladder neck obstruction. It was reported, the patient experienced pain, extrusion, infection, urinary problems, bleeding, and dyspareunia. The patient underwent a revision of vaginal mesh prosthesis, relaxing perineoplasty, and cystourethroscopy on (B)(6) 2013 due to vaginal mesh extrusion and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary urgency, urinary frequency, vaginal discharge and urinary tract infection. It was reported that the patient underwent revision of vaginal mesh prosthesis, relaxing perineoplasty and cystourethroscopy on (B)(6) 2013 by dr. (B)(6), md due to vaginal mesh extrusion and dyspareunia.